Event description:
A consumer reported that, since implant, the therapy is sometimes good and sometimes bad. As an example, they stated that on sunday, prior to the report, they changed the patient to program 3 at 3.6v and sunday night only got up at 4am and 6am, which was very good. Then the night prior they got up every hour, which was way more than normal and was not good. Due to the frequency the patient experienced, the night prior, the consumer has the patient checked for a urinary tract infection (uti). The consumer noted that they did not notice any odor to the urine, but will not have results back for a couple of days. They have changed programs and amplitudes. Follow up, on (B)(6) 2016 from the consumer reported the issues had not been resolved and they continued to change programs with different strengths. They stated the same issue was occurring, some night the patient has to pee 2 -3 times and other nights 4 - 5 times. The implantable neurostimulator (ins) was indicated for urinary dysfunction/sacral nerve stimulation/gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.